Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, abdominal pain, fever and constipation. One day before diagnosis, it was reported the patient was hospitalized due to fever and remains hospitalized. The same day as event diagnosis, the patient was treated with meropenem injection (1g, once daily, intraperitoneal, discontinued), vancomycin injection (1g, "after 72 hours", intraperitoneal, discontinued) and amikacin sulphate injection (250mg, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient did not recover from the peritonitis. Pd therapy was put on hold and shifted to temporary hemodialysis (hd). Same hd is ongoing. It was reported the caregiver was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Correction: b3. Should additional relevant information become available, a supplemental report will be submitted.